Manufacturer narrative:
Investigation summary: customer returned (1) 3/10cc, 12.7mm, 30g syringe in an open poly bag from lot # 4195656. Customer states that the shield was loose and fell off of the syringe. The returned syringe was examined and exhibited a crushed plunger cap and a broken thumb press. No defects to the shield were observed. A review of the device history record was completed for batch # 4195656 all inspections were performed per the applicable operations qc specifications. There were (0) notifications noted that pertained to the complaint. On 30may2018, holdrege received one (1) 0.3ml, 12.7mm, 30g syringe in opened polybag from batch# 4195656. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Based on the damaged noted with the returned sample, the probable root cause is likely to be a jaw jam on the ff&s (form fill & seal) equipment. When this type of event occurs, any portion of the syringe or component may be involved in the jam and can be damaged to varying degrees. No additional actions at this time. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root cause: the syringe was caught in the sealing bars of the packaging machine, crushing the cap and breaking the plunger.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a cap on a bd ultra-fine¿ needle insulin syringe fell off the syringe. There was no report of injury or medical interventions.